Manufacturer narrative:
(B)(4).evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it cycled, fired and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the staples opened up. Sutures were used to complete the staple line. There was no patient consequence.